Event description:
It was reported, the agitated intubated patient was transported while propofol was running at 30 mcg/kg/min. When the patient arrived in the room they attempted to sit up in bed and required multiple propofol boluses from the emergency nurse to settle, due to risk of self-extubation. The patient settled, somewhat, for a few minutes while being transferred over to gsicu monitors but then began to wake up again despite propofol at 50. The respiratory therapist (rt), two residents and the fellow were called in for assistance. An order was made to give 5mg of midaz; however, the patient's saturations decreased down to low 80's despite being on 100% oxygen (o2). The decision was made to bag the patient until the respiratory therapist (rt) could arrive. Resistance was noted during bagging of the patient and the patient's saturations continued to drop down to 60%; the decision was made to paralyze the patient. During an attempt to bag the patient the bagger popped off and the patients saturations dipped down into the 70's until the bagger was re-attached. Additional information received on 19jan2026 reported, the patient experienced an unspecified secondary harm due to the oxygen tubing fall off during a critical attempt at resuscitation and crashing onto the opti flow oxygen. The patient was treated with 100% fio2 and connected to heated humidity oxygen and then reintubated. The patient remains intubated in the intensive care unit.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided all information reasonably known as of 03 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.